Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument kept rotating during clip application. The procedure was completed using the backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. The reported event was confirmed, visual inspection identified input disk # 7 was completely detached from the base. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input does not show damage. Further inspection after removal of the instrument housing found a dislodged identification board. The identification board was found to be loose inside the plastic housing. A dislodged identification board can result in instrument recognition failures as it prevents the data from being accessed by the system during installation. This observation is unrelated to the primary failure.